Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction/deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis experienced spontaneous left sided deflation and a local reaction post procedure. The patient underwent a procedure to drain the fluid in her the implant and the liquid appeared white. As a result, explant and replacement with silicone implants is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction/deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis experienced spontaneous left sided deflation and a local reaction post procedure. The patient underwent a procedure to drain the fluid in her the implant and the liquid appeared white. As a result, explant and replacement with silicone implants is planned for (B)(6) 2022.

Manufacturer narrative:
Additional information was received on may 18, 2023. The explant date was clarified to be may 22, 2023. The mentor failure analysis lab received the device for evaluation on june 6, 2023. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 8, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant have a tear (tear a)on the anterior view within a crease/fold, measuring approximately 0.5 cm. In addition, shell abrasion was observed in multiples areas of the device, and three (3) tears ( tear b, tear c, and tear d) were found on the posterior view, all within creases/folds, measuring 0.3 cm, 0.4 cm, and 0.2 cm, respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).